Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event and infusion set tape was not adhering to skin. Blood glucose level was 19.8 mmol/l at the time of the event. Therefore, patient got treated with manual injection, and then replaced the infusion set and delivered correction bolus via insulin pump. The duration of hospitalization was less than 24 hours. Patient was found positive for high ketones level. Ketones level was 3 mg/dl at the time of the event. Patient was experienced the symptoms of ill/tired. No further information available.